Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section e3 was corrected to align with section e2 in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that when the user opened the lid of the washing case, unexpected force was applied and cause the event. Once the rubber was detached, the lid may not have attached properly to the rubber, and was then easily detached. Use of the lid without proper attachment of the rubber could cause lid detachment. It is possible that the dilator and tubing were reprocessed in a way that did not align with the instructions for use. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿<warning> when using the connecting tube ((B)(6)) to reprocess the auxiliary water tube ((B)(6)), ensure that auxiliary water inlet of endoscope is connected in another side of the (B)(6). Reprocessing may be insufficient if the auxiliary water inlet of endoscope is not connected to the (B)(6). When reprocessing only one (B)(6) or (B)(6), you must use the (B)(6). <caution> refer to the following table to select the appropriate connecting tubes. -list of compatible endoscopes/connecting tubes <oer-elite> compatible dilators <warning> do not reprocess a dilator and an endoscope at the same time. Otherwise, reprocessing may be insufficient. Using incompatible connecting tubes or retaining racks will compromise the effectiveness of the reprocessing. Refer to the instruction manual of the endoscope to which the auxiliary water tube is connected for compatible reprocessing methods and chemical agents. Make sure that the washing case (with a gray cover) for exclusive use with this reprocessor is attached. Also, check that the washing case is free of irregularity such as a crack or fissure. If any irregularity is found, do not use the washing case and contact olympus. 6.6 loading of endoscopes and accessories: when the auxiliary water tube cleaning setting is activated, an endoscope with the auxiliary water supply function can be reprocessed together with the auxiliary water tube. To reprocess the auxiliary water tube together with the endoscope, the optional (B)(6) connecting tube is required.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the field service engineer (fse) was at the facility. It was found that the lid of the washing case was off. Non validate dilator was reprocessed with oer-elite. The maj-855 tube was placed in non-applicable way. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, the endoscope preprocessor was being used off label. The lids of the washing basin were off and only three of the four could be found. It was reported that when reprocessing a single dilator with a scope, the dilator was connected by the orange connector d2 with a lure lock needle attached to the d2 connector. This connector is used to reprocess the maj-855 tubing and the aux channel of the scope. It was also noted that the maj-855 tubing was freely in the basin with no connection to high level disinfect. There were also connectors a1, b1, c1, d1 two sets freely being reprocessed at that time. There were no reports of patient involvement. The fse stopped the cycle and educated the staff and change nurse, advising that olympus does not validate dilators or freely placed items in the oer-elite.